Manufacturer narrative:
The reported issue was investigated via remote support by a philips remote application specialist (ras). The biomed at the customer site reported that a trauma patient was connected to the mx700, but no ECG waveform or numeric was displayed on the device. All other parameters, such as spo2 / pulse and the non-invasive blood pressure (nbp) were displayed as expected. The biomed stated that the clinical user was unable to correctly assess the patient due to the ECG parameter not being displayed. The patient was then transferred to the or where they passed away. The ras viewed the alarm review messages on the monitor and only spo2 / pulse alarms were displayed. The ras then instructed the biomed to enter the measurement selection menu. The ECG setup menu on the monitor showed that the user had turned the ECG parameter off, resulting in the ECG waveform and numeric not being displayed. The ras recommended that the clinical staff should always perform an "end case" between patients as this would reset the monitor to the default profile settings which included ECG set to "on". It is considered that this issue was resolved by advising the customer of the cause for the reported event and recommending to use "end case" between patients. The device worked as intended and there was no malfunction of the device. This issue was caused by user error.

Event description:
The customer reported that the ECG parameter was not coming up on the intellivue mx700 patient monitor. The death of a patient was reported. No further patient details, such as gender, age, height and weight, were made available.